Event description:
This (B)(4) study pt underwent carotid artery stent implantation and developed hyperperfusion syndrome and hemorrhagic stroke. This pt has a medical history including symptomatic (tia) trans-ischemic attack, hypertension and hyperlipidemia. The target lesion was left internal carotid artery described as mildly calcified, non-tortuous and 81.7% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. Post-dilation was not documented. The pt left the angio suite neurologically intact. The day after the index procedure, the pt complaint of headache, a CT was performed and revealed brain hemorrhage on the ipsilateral side with hyperperfusion present. According to the physician, the hyperperfusion syndrome was due to hemodynamic compromise of unreported etiology. The pt has not residual symptoms and was discharged from the hospital.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13321464 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were generated for lot 13321464. Hyperfusion syndrome and hemorrhagic stroke are known potential adverse events associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to (B)(4). Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Review of the information suggests that vessel and pt factors may have contributed to the reported events.